Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: the suction cylinder had discoloration, the grip had a scratch, switch 1 was damaged, the suction cover was shaved, the switch box had a scratch, the plug unit had a scratch, the scope connector case unit had a scratch, the plug unit had corrosion due to water leakage, the scope connector case unit had corrosion due to water leakage, the circuit board unit in scope connector had corrosion due to water leakage, the cable unit had corrosion due to water leakage, due to wear of angle wire, bending angle in up direction did not meet the standard value, the plastic distal end cover had a dent, the objective lens had a scratch, the light guide lens had a crack, the adhesive on bending section cover rubber had white-clouded area, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had fluid invasion. The issue was observed prior to the start of the procedure and the procedure was completed with a similar device. No patient harm was associated with this event. The field service technician dispatched to the site found there was a communication error with the device between the instrument and the processor. The device was returned to olympus for a device evaluation and the complaint allegation was confirmed. In addition to the fluid invasion and communication error, the device evaluation also found that there was foreign material in the channel tube, and foreign objects were clogged in the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter in the forceps channel and in the secondary water channel could not be identified and the root cause of the issue could not be determined, as there was no device deformation that could contribute to the retention of foreign material and no device reprocessing deviation from the IFU. The event can be detected by following the instructions for use sections below: - inspection of the instrument channel - insertion - auxiliary water feeding olympus will continue to monitor field performance for this device.